Manufacturer narrative:
The device was received at pentax medical service facility for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings are as follows: insertion tube buckles at stage 1, distal body chip at channel opening at thinnest part, failed wet leak test suction tube resistance, failed dry leak test, customer complaint confirmed, # 2 remote control button cover cracked, bending rubber leak at middle section, primary operation channel resistance the device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 22-nov-2021, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27aug2008 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec-3490li. In the event reported, the user stated that there was resistance primary biopsy channel. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.